Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during loading of the distal end of the hi-torque (ht) pilot 150 guide wire to the guide wire introducer that is not attached to the anatomy, the guide wire could not be advanced. The guide wire introducer was then loaded to the proximal end of the ht pilot 150 guide wire and advanced without resistance to the distal end when the coating sheared off and separated from the guide wire. A ht pilot 50 guide wire was used to complete the procedure. There was no patient involvement or device use. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficulty to advance and material separation could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In this case, analysis of the returned device was unable to confirm the reported material separation or difficult to advance. Visual analysis confirmed no damage or anomalies were present on the guide wire. Additionally, dimensional analysis confirmed the outer diameter of the guide wire was within specification. The guide wire was advanced through a proxy introducer with no resistance noted. This indicated a product quality issue did not contribute to the reported issues. It is possible that circumstances of the procedure may have contributed to the reported difficulty during advancement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.